Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 55.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during device replacement procedure, high, out of range, pacing lead impedance and high capture threshold was observed. Lead was explanted and replaced. Patient&#38112;condition was fine with no adverse events.